Manufacturer narrative:
The insulin pump was received with normal operating currents and passed unexpected restart error test, self test, and the displacement test. However, the pump alarmed compromised force sensor system during the prime/compromised force sensor system test at 4 lbs due to faulty force sensor resistor. They were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that pump will rewind after she fills the reservoir. Customer then sees a compromised force sensor system alarm. Customer has insulin and syringes to treat her blood glucose. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.